Event description:
The accounts maintenance stated the head and knee will not lower and both are in the raised position. He has replaced the hand pendant and control box and still has same issue.

Manufacturer narrative:
The accounts maintenance isolated the issue to the lockout box. He replaced the lockout box to repair the bed.